Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, unexpected restart test and displacement test or verify unexpected restart alarm and unresponsive button due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display, unexpected restart alarm and keypad was unresponsive. The customer¿s blood glucose level was unknown. The customer stated that the screen was blank and the keypad does not respond. The troubleshooting was performed and was advised to insert battery correctly. The customer reported that the display did not returned. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions until new battery cap arrives. The insulin pump will be returned for analysis.